Event description:
The customer reported to olympus the evis lusera colonovideoscope had image noise on the monitor. It is unknown when the event took place. There is no report of patient or user harm associated with the event. Subsequently, the device was returned and evaluated and it was discovered foreign matter was found clogged within the nozzle. This report is being submitted for the reportable malfunction found at evaluation.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation of the image appearing noisy on the monitor could not be confirmed. However, it was discovered that the nozzle was clogged with foreign objects. The following events were identified during evaluation and are as follows: (a.) Due to damage on charge coupled device (ccd) unit, a noise image occurs during angulation in up/down directions, (b.) Due to wear of angle wire, bending angle in up direction does not meet the standard value, (c.) Due to wear of angle wire, the play of up/down knob is out of the standard value, (d.) Adhesive on bending section cover (a-rubber) had a chip, (e.) Adhesive on a-rubber had a crack, (f.) Adhesive on a-rubber has white-clouded area, (g.) Due to clogging of nozzle, water removal ability does not meet the standard value, (h.) Color ring had a crack, (I.) The objective lens was dirty, (j.) Adhesives around objective lens has white-clouded area, (k.) Adhesive around light guide lens was peeled, (l.) The connective lens had a dent, (m.) Due to dirt on objective lens, the image has dark area partially, (n.) Protector of universal cord on suction connector side had a scratch, (o.) Protector of universal cord on control section side has a scratch, (p.) The image guide protector had a scratch, (q.) Due to dirt on objective lens, the image has dark area partially, (r.) The grip was shaved, (s.) The control unit was shaved, (t.) And the electrical connector had discoloration due to water leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material remaining in the device could not be determined since it was unknown if the reprocessing was conducted in accordance with instructions for use (IFU). A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] inspection of the air/water feeding valve function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor the field performance of this device.